Manufacturer narrative:
Philips service replaced the host pc and restored the device to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to start up due to a power bootup startup problem on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.